Event description:
International affiliate reports that a pt underwent a urogynecological procedure including vaginal repair. The user facility reported that the suture material broke off at the swage. The needle became embedded in the perineal tissue. Additional dissection in the perineal tissue close to the rectum was necessary to find and remove the needle. The procedure was successfully completed. The pt has been discharged from the hosp.